Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. It was reported that there was a 0x400 power on reset (por) and the therapy had stopped. The rep reported that security gates or theft detectors could have resulted in the issue as the patient was traveling. The steps to clear the por were reviewed and it was cleared successfully. The rep reported that the issue was resolved. No symptoms were reported. No further complications were reported.